Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive cause is unknown.

Event description:
It was reported that approximately three weeks after implantation of a vena cava filter during the scheduled retrieval, the filter was noted to be tilted. The filter was retrieved with a snare device. There was no reported patient injury.